Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 39 mg/dl. The patient had peanut butter crackers as well as cheez-its and juice. Once at the hospital the patients pod was removed and the patient was treated with intravenous fluids as well as glucose gel and gatorade. The patient was discharged from the hospital the same day. As a result of this event the patients doctor changed their basal rate as well as carbohydrates. The patients pod will not be returned as it has been discarded.